Event description:
It was reported to philips that the system completely lost power. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system lost power. Philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the power issue was caused by the hospital¿s 3-phase contactor. The contactor (af80-40-00-13 ab) had a switching problem, resulting in one phase faulting. To resolve the issue, the hospital electrician replaced the faulty 3-phase contactor with an alternative model. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that the external power failures or outages may occur that can cause the azurion system to not boot up/start upon shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.